Event description:
It was reported via repair work order that the had intermittent power to the zoom due to broken load cell weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the had intermittent power to the zoom due to broken load cell weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.